Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(4) 2017: as reported by the angiodynamics' representative: dr. (B)(6) and I were in the middle of a b gsv evlt with a 65cm laser fiber (lot number 5199357) when the tip of the fiber popped (fractured off) after completing the first gsv with the second to go. The device was set aside and a new of the same was used to complete the procedure. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber and tre-sheath. A visual examination of the fiber noted that the gold tip was missing. Further review confirms that the gold tip is stuck in the tip of the tre-sheath. The gold fiber tip could not be removed from the tre-sheath easily. With a great amount of physical manipulation, the tip was eventually removed. A visual review of the tip shows crimp marks on the proximal end. Crimp marks can also be seen on the end of the fiber. The device met all manufacturing dimensional specifications. The customer's reported complaint description of the tip fracturing off a fiber is confirmed. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A definitive root cause cannot be determined at this time although a possible contributing factor could be due to handling during the procedure. Care must be taken while traveling through tortuous veins. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).